Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that after swimming with the pump on the keypad buttons ceased to respond when pressed. The patient stated that when the pump was inspected for moisture ingress there was a slight amount of water in the battery compartment. The patient denied any damage to the keypad. The patient stated that the pump was worn in a pocket and that the pump was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.